Manufacturer narrative:
Results: the catheter is fractured approximately 26.0 cm from the hub. The material at the break site on both the proximal and distal ends appears to be slightly stretched. The fracture occurred in the middle of the polymer extrusion and not at a material bond. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the catheter was found kinked and almost separated when the third coil was being prepared to be placed in the patient. The physician continued to use the device. During the investigation, a break of the catheter lumen was noted in the proximal end. The cause of this fracture cannot be determined. However, stretching of the material at the break site indicates that a force greater than the tensile strength of the polymer material was placed on the catheter during manipulation in the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Patient was undergoing coil embolization procedure for a cerebral aneurysm. A fubuki guide catheter 6fr, penumbra px slim 90 microcatheter, and enterprise vrd neuroform stent were deployed in the right ic. Two penumbra 400 coils were placed in the aneurysm. While the third coil was being prepared, the px slim 90 was observed to have a large kink from an unknown source. The kink was located about 25 cm distal from the hub and nearly fractured the entire catheter into two pieces; only the coil winding of the px slim 90 remained keeping the catheter intact. The physician made the decision to continue the procedure and straightened the kinked catheter by hand. A third coil was deployed. The kinked px slim 90 was kicked out of the aneurysm so the transcell technique was done with another company's microcatheter. The procedure was then finished with no adverse effects on the patient.